Event description:
It was reported there was a pump problem. An alarm was heard; telemetry was not yet performed. The pump was alarming as it did not have any medication. The hcp had not seen the patient since 2006. The patient was admitted to the hospital (B)(6) 2013 due to a problem in the abdomen, not related to the pump. There was no therapy problem. Additional information has been requested but was not available at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
Additional information received reported the healthcare provider (hcp) did not end up seeing the patient. It was noted by the time they got over to the hospital the patient had already been discharged. As a result, there will be no follow-up.